Event description:
The lay user/reporter contacted lifescan (lfs) on february 8, 2007, and alleged that the meter was missing segments. The medical affairs specialist mailed a letter on february 12, 2007, since the user could not be reached by telephone for further clarification. The lay user/reporter (to another country) contacted lifescan (lfs) on february 8, 2007, and alleged that the meter was missing segments. She reported that in september of 2006, a patient, who was experiencing symptoms of hypoglycemia (trembling and blurry vision), went to have his blood glucose tested. The meter was missing segments, so the patient was sent to the hospital to have his blood glucose tested. The result at the hospital was 28 mg/dl; he was treated with glucose. It would have been helpful to know the length of time the meter was missing segments, whether the patient received any treatment before going to the hospital, and the length of time it took for him to go to the hospital and receive treatment. This complaint is being reported, as it is alleged the patient was sent to the hospital for treatment after the users were unable to obtain a test result. The time difference between the attempted test and the treatment at the hospital is unknown. A replacement meter has been sent.